Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reports to have a crack at reservoir compartment of insulin pump. Customer also reports to have received a motor error alarm while changing reservoir and a no delivery alarm. Customer's blood glucose level is unk. Customer was advised that insulin pump would need to be replaced. No further info provided.